Manufacturer narrative:
The basis for the investigation were photos of the affected pcb and the sent in power supply. It was found that a transistor at the power supply overheated and failed. The concerned transistor is part of the first stage of the power supply and exposed to voltage peaks or other disturbances of mains supply. This caused the described electrical smell and the shutdown of the ventilator. In the case of a shut down the device will open the airway system to allow spontaneous breathing and post an acoustical alarm as described by the user. The device reacted as specified. The evita power supply is designed and approved in accordance to ul94 and therefore self-extinguishing. Thus in case of an overloaded component the risk of fire is minimized. The failure has been fixed by replacing the suspected power supply, which was in use for about 15 years.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator shut down and audibly alarmed. The rt noted an electrical burning odor. After the ventilator shut down, it could not be turned back on. Patient was connected to another ventilator. A respiratory therapist was in the room at the time. No patient injury was reported.